Event description:
It was reported that the ilet was not connected to the paired mobile application, and the user had elevated blood glucose attributed to a sensor issue; the device was successfully reconnected through guided troubleshooting. Symptoms included hyperglycemia, with glucose trending downward following reconnection and sensor-related guidance. Outcomes included no alarms and no escalation of care. Investigation included remote troubleshooting and user education on device-app connectivity and sensor management. Investigation of this case revealed an unclear cause of hyperglycemia, potentially related to sensor performance or app-device disconnection, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.